Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Event description:
Report of pain, post-essure placement (implanted (B)(6) 2010). Three-month post-op hsg showed proper placement and occlusion, but patient reported pain about 2 weeks later. Treatment for pelvic inflammatory disease did not resolve symptoms. On (B)(6), 2011, the physician performed a hysterectomy as previous intervention did not resolve pain and there was no other obvious cause for the pain. Post-op conclusion reports that pain has subsided.